Manufacturer narrative:
(B)(4). Additional information requested and received: how many times was the device fired? Ple60a fired for 5 times in the same case (total 5 cartridges). What color cartridges were used throughout the procedure? 4 green and 1 blue. What did the staple formation look like in the 1st and 2nd procedure? Completely b shape. Which energy device was used during the initial procedure? Enseal. Were there any bleeding issues during the initial procedure? No. Because surgeon has used seam guard. Was buttressing material used? Yes. How was the bleeding identified post-op? Patient¿s bp was going down even after giving electrolyte supplements. Later on it was observed the collection of blood. During the reoperation, was the site of the bleeding identified? Yes. It was staple line. Is patient history information available- pre-existing conditions? Yes. Patients was with no co-morbid conditions. Normal bp etc. What was the patient¿s anticoagulant therapy pre and post-op? Nil.

Event description:
It was reported that when the device reload fired on patient during sleeve gastrectomy, it went well. After the procedure, there was bleeding heavily and the need to operate again the next day.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. In addition and in order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what other color reload cartridges were used during procedure? How many times was the device fired? What did the staple formation look like in the 1st and 2nd procedure? Which energy device was used during the initial procedure? Were there any bleeding issues during the initial procedure? Was buttressing material used? How was the bleeding identified post-op? During the reoperation, was the site of the bleeding identified? Is patient history information available- pre-existing conditions? What was the patient¿s anticoagulant therapy pre and post-op?